Event description:
After replacing the new lamp ballast, it was discovered upon testing that, the new lamp ballast was giving a high pitch whistle sound, and it was also giving off a burning smell.

Manufacturer narrative:
The complaint device was returned for investigation, but the investigation has not yet begun. A follow-up report will be submitted when the investigation is complete.